Event description:
It was reported that the right atrial (ra) lead had high thresholds and high impedance due to a possible fracture. The physician elected to cap and replace the ra lead with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted (B)(6) 2012. (B)(4).